Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible.

Event description:
It was reported to vyaire medical that the bellavista1000 us failed having cfb error. Unit was swapped off of patient with no patient harm. That is all the information provided.

Manufacturer narrative:
H3:81 other: the suspect device has not been return for investigation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.